Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer's representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the lead was inserted into battery and put into the pocket and impedance report showed errors. Battery was taken out of pocket and lead fell out of the header. Lead was placed again into header tightened down clicks were heard on wrench and lead fell out again. Doctors tried multiple times to put battery on lead and set screw would not tighten. A new battery was placed on lead and worked fine. No further complications were reported or are anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, (B)(4), determined that the setscrew on the device was backed out beyond the point of being able to engage with the connector block. The ins passed final functional testing and good, stable output was seen on the electrode pairs as received. Telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.